Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set was functionally tested by priming with a blue coloured solution. No issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was not possible to prime an i.v. Administration set with control-a-flo regulator. The solution would not flow despite the flow indicator set to maximum. This occurred during setup, the device was not connected to the patient. There was no patient involvement. No additional information is available.